Manufacturer narrative:
H3: product analysis: evaluation determined that bearings detached and noise coming from the device. The likely cause of failure could not be determined. It was noted the toolbur was worn due to damage to the bearing of the attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an during the spinal fusion procedure unusual noise was heard during bone cutting. The area near the boundary between the attachment and the tool was blackened. It was reported bearings emerged from inside. No patient impact reported. On further follow-up it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: pli-20, product ID- pss unknown tool, lot# unknown. Evaluation determined that bearings detached and noise coming from the device. The likely cause of failure could not be determined. It was noted the toolbur was worn due to damage to the bearing of the attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that bearings detached and noise coming from the device. The likely cause of failure could not be determined. Continuation of continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss unknown tool, serial/lot #: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an during the spinal fusion procedure unusual noise was heard during bone cutting. The area near the boundary between the attachment and the tool was blackened. It was reported bearings emerged from inside. No patient impact reported. On further follow-up it was reported that there was no patient or staff impact.